Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal and dilaudid via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was indicated that it was thought that the concentration of lioresal was 2000 mcg/ml and the concentration of dilaudid was 10 mg/ml based on the reported information from the printout. It was noted that baclofen was also reported referring to lioresal. The exact statement from the consumer when reading from the printout was ¿it says lioresal and it says 2000 mcg/ml and then infusion 400000 mcg. And then it says concentration baclofen dilaudid 1.0 ml/1.0ml and then baclofen 2000 mcg/ml 767.1 mcg/ml and then dilaudid says mg/ml and below that it says 6.2 mg/ml.¿ it was indicated the consumer couldn¿t find the dose on the printout. It was reported on (B)(6) 2017 that the patient wasn¿t getting the full effect and went in about a year ago in (B)(6) 2016. It was indicated that they figured out the catheter was in the wrong place and that the patient went in to have the catheter redone because it was in the epidural location. No further complications were reported in relation to this catheter and event.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the consumer¿s report that the catheter was found to be in the epidural location in 2016 was unknown to the hcp. It was noted that per the surgeon report the placement was fine and unremarkable. The patient¿s weight at the time of the event was (B)(6). No further complications were reported or anticipated.